Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1217052-2025-00064. The date of that submission was 18-mar-2025. B3: unknown h3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. DHR review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was stated that blood gas syringes were leaking blood from the caps. There was patient involvement.